Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter broke off on the sixth day of placement. The distal fragment was removed by cystoscope.

Event description:
It was reported that the catheter broke off on the sixth day of placement. The distal fragment was removed by cystoscope.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The catheter was returned cut without the proximal tip. The sample was evaluated and breakage was noted. The surface was normal in appearance with the presence of typical jagged tearing which results from breakage of the catheter. The tearing appeared to have been caused by an external forced. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to break. None of the conditions above were evident on the sample. The breakage did not occur as a result of any manufacturing process related cause. The exact cause of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "(1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]"